Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a transmitter failed error occurred. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure.